Event description:
A customer reported via phone call indicating that sensor alarms on their insulin pump. The patient's blood glucose dropped down to 53 mg/dl. The customer's blood glucose was 132 at the time of the call. The customer stated that the sensor is giving inaccurate readings. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specification due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.